Event description:
Complainant alleged that medics were monitoring a pt who had coded. The device was charged to 120 joules, but failed to discharge. The pt was moved to the ambulance when the device indicated to the user to change batteries. Upon changing batteries in the device, "defib fault 78", "defib fault 79" abd "defib fault 108" messages were observed. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated the pt subsequently expired.